Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the display was dim and pink. The battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and pink, and the battery compartment was cracked. This report is made based on results of investigation completed on 08/31/2017.